Event description:
It was reported the c10-3v transducer lens had a hole with exposed electronics. The probe was associated with the epiq 7 ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed. A philips service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.